Event description:
It was reported that the patient would get a jolt at times when she moved around. Thus, the patient thought the lead or electrode was affected. There was no known accident or incident related to this complaint. The patient also observed a picture of a phone, a doctor and an elective replacement indicator (eri) while recharging the night prior to report. The patient also described it as a message to replace the stimulator. The patient stated she was told it would not stop/need to be replaced until 2015. The patient was instructed to meet with a manufacturer representative to check the battery status and when it needed to be replaced. The patient was looking forward to acquiring a new system. The patient¿s status was unknown. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 399930, lot# v004470, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).